Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, keypad overlay texture damage, cracked battery tube, cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump could not hold the reservoir in place due to chipped reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.